Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and motor position encoder error alarm. The customer¿s blood glucose level was 308 mg/dl at the time of the incident. Customer was able to complete insulin pump rewind. Customer was performed displacement test and manual prime test and it was successful. Customer stated that they treated by using needles that they got from the drugstore. Customer declined troubleshooting. The insulin pump will not be returned for analysis.